Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as user voluntary medwatch # (B)(4). The target lesion was located in the right coronary artery (rca). The patient was noted to have shepard's crook anatomy with severe vessel lesions/disease. A 1.25mm rotalink® burr was selected for a percutaneous coronary intervention (pci) procedure. The burr was advanced into place and atherectomy was proceeded. During use, it was noted that the burr felt like it was drilling into cement. The catheter bent over itself due to the dense lesion. The device twisted and the burr broke at the tip and embolized. The catheter was removed from the patient; however the burr tip remained. It was reported that the patient expired. An autopsy was not performed.